Event description:
Significant water spotting/marks have been noted on steriking s6 heat sealing sterilization peel pouches with lot numbers beginning in 25. After sterilizing hundreds of items, primarily general surgical grade stainless steel instruments in pouches with lot numbers beginning in 23, 24, and 25, the water staining/spotting is isolated to lot numbers beginning in 25, and all pouches with lot numbers beginning in 25 were impacted. Specific lot numbers found to have issues are 2502, 2503, 2504. Pt code: 4582. Device code: 1596. Ref reports: mw5178279, mw5178280.